Event description:
Right hand safety side rail damaged. Customer indicated "left side rail". However during the bed's inspection it was found that right foot side rail and right foot extension assembly required replacement. There have been 3 out of the 4 screws torn out. The bed was repaired and working as intended. No injury nor patient involvement.

Manufacturer narrative:
Based on the device evaluation results, the side rails damage were caused by the collision of the side rail panel with the width extension frame. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side rail panel may hit one of the sections causing damage. According to citadel plus instructions for use (IFU, 831.374): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The bed frame was damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.